Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare professional and a patient who was receiving morphine, unknown concentration at unknown dose via intrathecal drug delivery pump for non-malignant pain and post lumbar laminectomy syndrome. It was reported that patient had an infection and her hcp would not replace her pump because of this so the pump was dead or dying. Patient stated it was at a "safe level" as far as the medication went, they had titrated down from "like 0.012 mg or something like that from 7". Patient specialist (ps) asked if infection was at the pump site and patient stated no, the infection was in her lower extremities and no one really knew if it was an infection because in some ways it appeared to be and in some ways not. Patient stated her pump pocket and everything looked good according to the hcp and he had no concerns regarding the pump. Patient was needing a magnetic resonance imaging (MRI) and was wondering if she would still need to have her pump checked after the MRI knowing that the pump battery was either dead or going to die within the next day or two and patient was "already in the safe range". Ps reviewed reasons why it was recommended to have the pump checked following an MRI. Patient confirmed pump battery depletion was normal and it was unknown that infection was confirmed. Patient stated she had an appointment with managing hcp in 3 days and would plan to have them check the pump at that time. Later on the same date, the hcp called in and stated she was told the pump had not been working for some time and the battery was "dead". The hcp had no further history. No symptoms were reported. No further complications were reported.